Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: 35cm hydropack was deployed into collateral branch, doctor made sure the positioning was correct before deployed. The coil was deployed and the microcatheter was removed. The physician injected contrast through the catheter and the proximal portion of the coil popped out of the collateral (4cm). The physician believes it was due to high pressure hand injection. He tried to push a wire through the microcatheter and place the coil back in the collateral, but it didn't work. He ended up snaring the coil and it came unraveled and broke. He was able to snare the pieces with a few different snares. The distal end of the coil was secured in the collateral and wouldn't come out leaving that collateral branch closed as planned. The end of the case was successful. No patient injury reported.

Manufacturer narrative:
Additional information was received via medwatch #mw5169009, section a and b above have been updated. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: 35cm hydropack was deployed into collateral branch, doctor made sure the positioning was correct before deployed. The coil was deployed and the microcatheter was removed. The physician injected contrast through the catheter and the proximal portion of the coil popped out of the collateral (4cm). The physician believes it was due to high pressure hand injection. He tried to push a wire through the microcatheter and place the coil back in the collateral, but it didn't work. He ended up snaring the coil and it came unraveled and broke. He was able to snare the pieces with a few different snares. The distal end of the coil was secured in the collateral and wouldn't come out leaving that collateral branch closed as planned. The end of the case was successful. No patient injury reported. Additional information received: coil was released in a subclavian collateral, but coil migrated. It was snared out but unraveled and came apart. Multiple attempts were made to removal coil. Eventually majority of coil was removed, and a very small segment remained in initial collateral vessel.

Manufacturer narrative:
Correction: the age in section a has been updated to months. The investigation found the returned coil system to be stretched, broken, and entangled with itself, which is consistent with the condition of the implant as described in the reported event; however, supplemental imaging was unavailable for review. Without imaging, the investigation cannot verify the coil migrated as described, nor could the investigation definitively determine the cause of the reported event and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength.

Event description:
No further additional information was received regarding the event.